Event description:
Additional information was received via a consumer. The recurring pain was believed to be due to a spinal fluid leak. No additional steps were taken yet to resolve the issue / pain. The issue was unresolved. The patient had not contacted their physician but did have an appointment scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2021 regarding a patient receiving dilaudid (dose and concentration unknown at "the lowest setting") via an implanted infusion pump. It was reported that "a couple of days" after implant, the patient started feeling pressure between their shoulder blade and then the pressure became a pressure pain. It was determined that the patient had a spinal fluid leak and was resolved by applying a blood patch, but the pain came back. Last week (relative to the date of report), the healthcare provider (hcp) went back in to find the leak, and didn't know what happened, but the patient was still having pain. The patient thought it was still leaking because they still had the pressure pain. The patient had not spoken to the hcp to see what was found. The patient was redirected to their hcp.

Event description:
Additional information was received from the patient who reported that the surgeon went in during the procedure in february to check all that he did in his earlier procedure. He did not test to find a leak and he found no leak at the pump or catheter but replaced the catheter without doing a leak test during the procedure. The cause of the pain after the procedure was unknown. On (B)(6) 2021 his pump managing physician increased his medication dosage. The pain was not completely resolved, but it had improved.

Manufacturer narrative:
Corrected information: continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(6), ubd 2021-05-01, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.